Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4) were updated. The devices were not returned for evaluation. Therefore, visual , functional, and dimensional analysis could not be performed. Imagery was provided for review. 3mensio imagery of the patient¿s access vessel characteristics showed calcification near the bifurcation and at the lower abdominal. A photo of the complaint devices showed a torn sheath distal tip, which confirmed the complaint. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review revealed no other similar complaints. A review of complaint history from june 2019 to may 2020 revealed additional returned complaints. A review of the complaint history revealed that the complaint occurrence rate did not exceed the may 2020 control limit for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: know position of sheath tip in the aorta. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not over-manipulate the sheath at any time. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the sheath delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿sheath distal tip - torn¿ was confirmed based on imagery provided. Due to unavailability of device, the presence of a manufacturing non-conformance was unable to be confirmed. Per the report, the insertion angle was approximately 35-45 degrees. Steep insertion angles can lead to uneven forces applied to the delivery system potentially leading to sheath damage. While there was no confirmed manufacturing nonconformance/defect, tearing of the sheath distal tip may be caused by improper tip expansion. Although a definitive root cause was unable to determined, it is possible related to improper tip expansion and/or procedural factors (steep insertion angle). The complaint for ¿sheath distal tip ¿ torn¿ was confirmed based on imagery provided, but no manufacturing defect was confirmed. Although a definitive root cause was unable to determined, it is possible related to improper tip expansion and/or procedural factors (steep insertion angle). Although there was no confirmed product non-conformance in this case, a risk assessment was previously initiated to document investigation and assess associated risks for the issue, and a CAPA has been initiated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve using transfemoral approach, the esheath tip was torn while pushing the commander delivery system and sapien 3 ultra valve through the sheath. While advancing the valve through the esheath, the valve appeared to jump as it exited the esheath. After withdrawal of the devices, the tip of a 14 fr esheath was observed to be torn. There was no injury to the patient. There was no more resistance than normal advancing the delivery system and valve through the sheath. The patient¿s access vessel mld was 7.7mm with no tortuosity and minimal calcification. The insertion angle was approximately 35-45 degrees. The vessel was not pre-dilated.